Event description:
A surgeon reported that two patients experienced corneal burns during cataract surgery. Both patients required sutures to close the wound. There was no occlusion warning that sounded. He suspects the phaco handpiece(s) had dried viscoelastic inside and was not cleaned properly. Both patients are doing well following surgery. Additional information has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).